Event description:
--

Event description:
Boston scientific received information that this device tripped elective replacement indicator (eri) due to long charge times. As a result, the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, interrogation revealed that the device had reached elective replacement indicator (eri). The results of a longevity calculation indicated that the monitoring voltage was normal based on therapy use and programmed settings. Although the battery itself had not depleted prematurely, two consecutive charge times in excess of the 18 second specification triggered eri earlier than expected. Device circuitry was designed such that the eri charge time limit of 18 seconds would be reached near the corresponding eri monitoring voltage limit. Engineers concluded that this device did not experience a component failure or premature battery depletion. Rather, the replacement indicator was declared due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.